Event description:
Two of the same products were used and both broke off into the hip joint. All but one small loose body was removed. This retained piece was outside the joint. Ref report: mw5168961.